Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - blueline. It was stated the socket, the lamps (main and auxiliary), the on/off button and the headlight acrylic protection were missing from the device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event and problem, d4 serial # and h6 component codes deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 4th january, 2023 getinge became aware of an issue with one of surgical lights - blueline. It was stated the socket, the lamps (main and auxiliary), the on/off button and the headlight acrylic protection were missing from the device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 4th january, 2023 getinge became aware of an issue with one of surgical lights - blueline. It was stated the on/off button and the headlight acrylic protection were missing from the device. Then, the getinge technician provided additional information. Based on photographic evidence the paint was peeling from suspension arm and spring arm, the labels were chipping off from suspension arm and main tube, the fork cover was missing and the on/off button was missing from the device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous h6 component codes: mechanical/socket//967. Corrected h6 component codes: mechanical/coating material//4768. Previous h6 component codes: optical/light source//4749. Corrected h6 component codes: mechanical/label//862. Getinge became aware of an issue with one of surgical lights - blueline. It was stated the on/off button and the headlight acrylic protection were missing from the device. Then, the getinge technician provided additional information. Based on photographic evidence the paint was peeling from suspension arm and spring arm, the labels were chipping off from suspension arm and main tube, the fork cover and the on/off button were missing from the device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the device did not meet its specification due to paint peeling from suspension arm and spring arm, label chipping off, fork¿s cover and on/off button missing, which contributed to the event. The provided information does not indicate if the device was or was not being used for patient treatment when the event took place. According to the information gathered, the issue was discovered during service action. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issues investigated herein for blueline devices, there is no event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the issues investigated herein is very low. A root cause analysis was performed by subject matter experts. As they stated, maquet sas did not receive enough information to conduct the technical investigation. To prevent any similar incident, it is recommended to avoid the collisions between devices. We recommend to perform corrective maintenance to rectify the default after its detection. The maintenance operations must be performed by trained personnel. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 4th january, 2023 getinge became aware of an issue with one of surgical lights - blueline. It was stated the on/off button and the headlight acrylic protection were missing from the device. Then, the getinge technician provided additional information. Based on photographic evidence the paint was peeling from suspension arm and spring arm, the labels were chipping off from suspension arm and main tube, the fork cover was missing and the on/off button was missing from the device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.